Event description:
The manufacturer received information alleging an everflo oxygen concentrator was not working properly. The patient was admitted to the hospital for shortness of breath. The device is not returning to the manufacturer for evaluation. The reporting facility stated the family found the filters clogged causing the device to not work properly. The filters were cleaned by the patient's family. The device is currently in use by the patient.